Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The xxx [instrument/accessory] was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no report of patient injury. The reported issue caused a delay of less than 15 minutes, the time to change the instrument. The site is unable to release patient information.